Manufacturer narrative:
The reported event of charging issues was not confirmed. At receipt, the ipg successfully communicated with lab utilities. The return ipg accepted charge and was fully recharged at lab charging bank. It also passed all functional testing (autotest). No root cause was identified for the reported issue. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
New information received states that the device was explanted and a new device was implanted. There were no complications during the procedure and therapy was restored. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to establish communication with the charging system. Patient still has stimulation. A new charging system was used to charge the ipg however it was unsuccessful. A surgical intervention is anticipated in the near future. No further information is available.